Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the event occurred is unknown. The event date listed is the date when abbott diabetes care became aware of the event.

Event description:
A family member reported that several days prior to calling customer service on (B)(6) 2013 the customer received a reading of 148 mg/dl (8.2 mmol/l) on her adc blood glucose meter which was higher than a reading of 56 mg/dl (3.1 mmol/l) received from a hospital laboratory within 10 minutes. The readings when plotted on a parkes error grid fell into the "d" zone showing the difference in values is clinically significant. Caller further reported that after receiving the reading from her adc meter, customer self-treated with an unspecified oral medication and subsequently felt dizzy so she self-presented to a local healthcare facility where the other reading was obtained. No third-party medical intervention was required. No diagnosis was reported. There was no report of death or permanent impairment associated with this event.